Manufacturer narrative:
(B)(4). .

Event description:
It was reported that "an ultraflex 7.5 fr. 40 cc balloon the other day where it didn't unfurrowed all the way, but it was in the middle of the balloon. It looked like it was 'dog boning'". As a result, the catheter was removed and a new catheter inserted in the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "an ultraflex 7.5 fr. 40 cc balloon the other day where it didn't unfurrow all the way, but it was in the middle of the balloon. It looked like it was 'dog boning'". As a result, the catheter was removed and a new catheter inserted in the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "didn't unfurrow all the way" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.